Event description:
It was reported that during a da vinci-assisted right liver resection, an overtemperature error message was displayed on the vision side cart (vsc). An intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for troubleshooting support. The tse reviewed the logs and confirmed the error 92, indicating a temperature warning. The tse advised removing the filters on the front panel of the vsc, which were found to be very dirty. After a power cycle, the error reoccurred, and the tse informed that the system might shut down if the issue persisted. The decision was made to convert to laparoscopic surgery. A clinical sales associate (csa) who was present during this procedure provided the following additional information: during a right liver resection for a tumor located in segment viii of the liver, the vsc experienced overheating at approximately 11:00 a.m. Following technical support recommendations, they were required to remove the filters from the endoscope controller (ec) and video controller (vc) while positioned less than one meter from the sterile field. The customer noted that this created a potential infectious risk for the patient according to the reporter. The system was restarted; however, the overheating issue persisted. The csa contacted technical support again to open a work order for the field service engineer (fse) responsible for the system. The fse attended later that day and resolved the overheating problem. The procedure had to be completed laparoscopically because the overheating message continued after the system reboot, and the surgeon was clamping the portal hepatic trunk at that time. Intuitive followed up with the site and obtained the following additional information: there was a delay of 1.5 to 2 hours. There were no reported intraoperative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the core filter full of dust and replaced the air filter to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.